Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty printed circuit board (part of the patient board set). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the unit would not work with a 180-bronchoscope due to a faulty patient board set, causing no image. The picture in picture connector pins were corroded. The device switches were the old versions and needed to be updated. The software version was the old version 1.05 and was updated to version. 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, communication between the processor and the complete video interface converter could not be established. The unit will not work with a 180 bronchoscope. The issue was found during maintenance, and there was no procedural or patient involvement associated with this event.